Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for inspection. A visual inspection was performed and found leaking from the bottom of the bag. The root cause was found to be related to incorrect bag sealing during the manufacturing process. No formal investigation action is being taken at this time because the failure mode is not a trend. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be closed with no further action and will be used for tracking and trending purposes.